Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer¿s blood glucose level was unknown at the time of hospitalization. Customer said for some reason her pump gave her 40 units of insulin. After the hospital visit, customer discontinued use of the insulin pump. Customer stated that she fell asleep in the restaurant. They gave her sugars to raise her blood glucose. The insulin pump will not be returned for analysis.